Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 600-700 (mg/dl). Customer delivered injections and pump boluses to address bg levels. Reportedly, customer had not met with pump trainer to program settings and was on arthritis therapy which may have contributed to elevated bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.